Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The visual inspection of the returned product noted a dlu was loaded and tacks remained in the dlu. Good and complete welds were observed on both sides of the e-piece. The handle was received jammed in the actuated position with the slide pusher advanced. Functionally, engineering confirmed that the handle was loose and there was no return action of the handle when the unit was fired. The unit was disassembled the spring retainer was observed to be broken, deformed, and to have had an excessive amount of adhesive applied during assembly. A review of the device history record indicates this product was released meeting all quality release specifications at the time of manufacture. However, an assembly error was identified during product analysis. Root cause of the reported condition is due to an excessive amount of adhesive being applied to the spring retainer during the assembly process. The additional adhesive prevented the spring retainer from properly functioning and resulted in it breaking. A broken spring retainer will prevent the return of the handle after actuating, thus preventing the unit from firing. The root cause of the observed condition was determined to be a result of a manufacturing activity and a process improvement has been initiated to prevent this condition from recurring. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic inguinal hernia, during the reapproximation on the peritoneum, the device did not fire. They opened another device to resolve the issue and complete the case. The patient was alive with no injury. No adverse events reported.